Event description:
New information noted that the patient experienced syncope and dyspnea.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the symptomatic patient presented to hospital. Upon interrogation, it was noted that the epicardial lead exhibited loss of capture. The epicardial lead was capped and replaced. The patient was in stable condition.